Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and no missing segment/partial display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated insulin pump button may seem to work and it was somehow still delivering. It was totally hard to read the information on screen as they are all over the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.